Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during prime. The home patient (hp) stated he was having the alarm and did not want to start over so he removed the supply bag and connected a new one and it worked. He was able to completed therapy. The baxter technical service representative (tsr) explained that by doing that process he had potentially compromised the setup and explained that the bags could not be removed and new ones reconnected. The tsr explained that by doing that he determined the bag was at fault and advised the hp to call when the alarm occurs for better trouble shooting assistance. They would call the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient's care giver on (B)(6) 2012 and she reported that the patient was able to resume therapy after starting over with new supplies after the breach in aseptic technique. She said the patient has been in the hospital recently for an ear infection and flu-like symptoms that was unrelated to his dialysis therapy. Since then he has been completing therapy successfully. There was patient involvement.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.